Event description:
(B)(4). Initial information for this spontaneous case was received from consumer on 26-feb-2008: this (B)(6) female consumer, who is also a dental hygienist, received two treatments of injectable poly-l-lactic acid (sculptra) starting sometime in 2007 to (B)(6) 2007 for cosmetic purpose. Consumer developed hard nodules and skin discoloration. She states that sculptra was injected along the marionette lines and nasolabial folds. She can feel some "hardening" on her upper cheek area but not as hard as on the left lower lip area. The size is about a "dime." Her doctor is unsure if this is related to sculptra. Onset of event reported as (B)(6) 2007. Outcome is ongoing at time of this report. Treatment with poly-l-lactic acid does not continue. No other details available at time of report. Concomitant medication provided, medical history not provided. Reporter has no allergies. No further medical information reported. Additional information for poly-l-lactic acid [sculptra] from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured in the united states. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, or damages detectable. Conclusion: no faults detectable.

Manufacturer narrative:
Additional implant date: (B)(6) 2007.